Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead helix failed to extend. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the lead manufacturer report 2017865-2022-17421, should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.